Manufacturer narrative:
Concomitant medical products: patient medications: aspirin, b-complex, calcium carbonate, eye drops, losartan, mega red-krill, timoptic & xalatan. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement and rupture. Additional devices implanted and/or related to this event: pxc121200/06050659, UDI: (B)(4).

Event description:
On (B)(6) 2008, the patient had three gore® excluder® aaa endoprostheses implanted to repair an abdominal aortic aneurysm (aaa). On (B)(6) 2019, the patient had a CT scan due to a complaint of abdominal pain and enlargement of her abdominal area. The physician discussed having an additional surgery to repair the aaa, but the patient declined. On (B)(6) 2019, the patient presented at the emergency department with a ruptured right common iliac artery. It was reported that due to the growth of the aaa, there was no longer a sufficient seal from her previously implanted grafts and the artery became pressurized and ruptured. The right common iliac artery was extended with two gore® excluder® aaa endoprostheses to repair the rupture. The physician also decided to implant two additional gore® excluder® aaa endoprostheses. An aortic cuff was placed just below the renal arteries and a contralateral limb was placed to extend the left limb. Reportedly there were no leaks in those locations, but he physician felt it best to gain additional coverage. The patient reportedly tolerated the procedure.

Manufacturer narrative:
B3: corrected date of event to (B)(6), 2019.